Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is poking out from the top of the incision and getting caught on chairs. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention on 5 dec 2022 wherein the ipg was sutured deeper, addressing the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.